Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Per attempted retrieval report dated (b)(6( 2015, "presence of other vascular implants and grafts" "unsuccessful attempt at ivc filter removal due to adherent scarring of the filter leg hooks at the caval wall. Options would be to leave this filter in place at the patient's permanent filter."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: "adherent scarring of the filter leg hooks" and embedment. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported "adherent scarring of the filter leg hooks," is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The patient is alleging embedment of the device.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating " ivc filter was removed - physician noted that removal was difficult as it was embedded. Alleged possible damage to ivc". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The 510(k): k072240. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012." Additional information received 2/15/2017 - patient alleges that device was difficult to remove. First attempt failed on (B)(6) 2015. Device was removed on (B)(6) 2016. Physician indicated that removal was difficult due to being embedded and that there could be possible damage to the ivc.